Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('miserable pain') in a 36-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and ms. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("essure has taken my hair"), the first episode of arthralgia ("caused join pain"), diabetes mellitus ("diabetes"), multiple sclerosis ("ms"), transient ischaemic attack ("transient ischemic attack stroke"), hydrocephalus ("hydrocephalus") and the second episode of arthralgia ("joint pain"), underwent tooth extraction ("essure has take my teeth / haven't lost any but my front bottom teeth have grabbed away from one that is going to need to be pulled") and was found to have weight increased ("weight gain"). The patient was treated with surgery (taken cervix and tubes). Essure was removed. At the time of the report, the pelvic pain, alopecia, tooth extraction, weight increased, diabetes mellitus, multiple sclerosis, transient ischaemic attack, hydrocephalus and the last episode of arthralgia outcome was unknown. The reporter considered alopecia, diabetes mellitus, hydrocephalus, multiple sclerosis, pelvic pain, tooth extraction, transient ischaemic attack, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event " transient ischemic attack , joint pain and hydrocephalus " was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('miserable pain') in a 36-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and ms. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("essure has taken my hair"), the first episode of arthralgia ("caused join pain"), diabetes mellitus ("diabetes"), multiple sclerosis ("ms"), transient ischaemic attack ("transient ischemic attack stroke"), hydrocephalus ("hydrocephalus") and the second episode of arthralgia ("joint pain"), underwent tooth extraction ("essure has take my teeth / haven't lost any but my front bottom teeth have grabbed away from one that is going to need to be pulled") and was found to have weight increased ("weight gain"). The patient was treated with surgery (taken cervix and tubes). Essure was removed. At the time of the report, the pelvic pain, alopecia, tooth extraction, weight increased, diabetes mellitus, multiple sclerosis, transient ischaemic attack, hydrocephalus and the last episode of arthralgia outcome was unknown. The reporter considered alopecia, diabetes mellitus, hydrocephalus, multiple sclerosis, pelvic pain, tooth extraction, transient ischaemic attack, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('miserable pain') in a (B)(6) year old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and ms. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("essure has taken my hair"), arthralgia ("caused join pain"), diabetes mellitus ("diabetes") and multiple sclerosis ("ms"), underwent tooth extraction ("essure has take my teeth / haven't lost any but my front bottom teeth have grabbed away from one that is going to need to be pulled") and was found to have weight increased ("weight gain"). The patient was treated with surgery (taken cervix and tubes). At the time of the report, the pelvic pain, alopecia, tooth extraction, arthralgia, weight increased, diabetes mellitus and multiple sclerosis outcome was unknown. The reporter considered alopecia, arthralgia, diabetes mellitus, multiple sclerosis, pelvic pain, tooth extraction and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.